Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 4469 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that noise was observed when the new right ventricular (rv) lead was connected to the new implantable cardioverter defibrillator (ICD). The lead was removed twice to clean the connector pin and ensure there was no debris in the ICD header but noise was still observed. It was determined that a possible ICD issue might exist. A new ICD was connected and no further issues were observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.